Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
During the operation, the operator in the operating room suddenly turns off the cold light source of the endoscope, causing the display image to turn black and no image. The cold light source host screen displays an alarm e2. The user immediately took off the device and suspended its use upon discovering this incident. They replaced it with another cold light source host device to continue treating the patient. The incident did not cause any personal injury to the patient. This adverse event delayed the patient's surgical treatment time due to a malfunction of the cold light source. The surgery proceeded smoothly after replacing the cold light source host of the endoscope. Therefore, there was loss of light.

Event description:
During the operation, the operator in the operating room suddenly turns off the cold light source of the endoscope, causing the display image to turn black and no image. The cold light source host screen displays an alarm e2. The user immediately took off the device and suspended its use upon discovering this incident. They replaced it with another cold light source host device to continue treating the patient. The incident did not cause any personal injury to the patient. This adverse event delayed the patient's surgical treatment time due to a malfunction of the cold light source. The surgery proceeded smoothly after replacing the cold light source host of the endoscope. Therefore, there was loss of light.

Manufacturer narrative:
It was confirmed that the device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: e2 error. Probable root cause: damaged light cable; damaged scope; damaged coupler; damaged leds; main board malfunction; loose/misaligned jaw assembly; light engine/light pipe malfunction or damaged; bent esst contact; inconsistent esst contact; camera head communication; front board malfunction; touch panel malfunction; power supply malfunction; thermal switch malfunction; ac inlet board malfunction; inadequate air flow; sidne port malfunction; poor workmanship; inadequate calibration; use errors. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.